Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5197283), being used with the complaint sensorceiver, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. Because the transmitters malfunction is unrelated to the complaint, the reported event of inaccuracies could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.